Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unobstructed and non-tortuous left common iliac artery. A 5.0 x 120, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation, there was leakage of dye noted from the balloon and the balloon could not increase pressure. A very small hole was noted at the edge of the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 5.0 x 120, 135cm was returned for analysis. A visual analysis identified a longitudinal balloon tear in the balloon starting at the proximal markerband and extending approximately 10mm distally. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unobstructed and non-tortuous left common iliac artery. A 5.0 x 120, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation, there was leakage of dye noted from the balloon and the balloon could not increase pressure. A very small hole was noted at the edge of the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.